Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lot number 62538. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported intraocular pressure elevated to 38 at the week 1 consult. Medical therapy has been recommenced. The device remains implanted in the left eye.

Manufacturer narrative:
The event of flat bleb is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported at one week post op, the bleb became flat. Yag laser was applied to the internal tube opening but nothing was visibly blocking the stent. Stent was massaged. Iop dropped to 10 mmhg. The event of high intraocular pressure was resolved.